Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the user interface and the unit passed all testing.

Event description:
It was reported that the ventilators touchscreen could not be calibrated. There was no patient involvement. The event date was not specified; estimate used.